Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin squirt out during manual prime from the infusion set rather than a slow drip. The customer¿s blood glucose was unknown. Customer stated that battery life was diminished. Customer stated that insulin pump had received no delivery alarm. The device will not be returned for analysis.